Manufacturer narrative:
Device received with blank display, problem isolated to interface board. Unable to perform operating currents, self-test, a21 error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test or verify a21, e13/a13 alarms or missing segment/full missing segment due to blank display.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had watchdog timeout alarm and black screen. The customer¿s blood glucose level was unknown at the time of the incident. The customer also reported that insulin pump had multiple pump errors and unable to clear the alarm. The customer was assisted with troubleshooting. Customer stated that the black screen did not disappear on insulin pump. The customer was advised to replace and discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.